Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock mesh on (B)(6) 2010, to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious and permanent bodily injuries, including chronic pain, chronic inflamed fibrous connective tissue, foreign body type cellular reaction, dyspareunia, and other injuries. Plaintiff's attorney also alleged plaintiff experienced disability, mental anguish, pain and suffering, has undergone multiple surgeries and revisionary procedures, and has sustained permanent injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and f/u report will be sent.